Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak occurred coincident with peritoneal dialysis (pd) therapy. The cycler alarmed air detected in cassette and treatment was cancelled. There was fluid in the cassette door when the supplies were removed. The patient did not develop any symptoms, adverse events, or injuries related to the reported event. The patient was given prophylactic antibiotics. The patient was able to complete treatment via continuous ambulatory peritoneal dialysis. Should additional information become available, the file will be reassessed and updated accordingly.